Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B) (4) (B) (4).

Event description:
A surgeon reported that the intraocular lens (iol) was damaged when opened. The patient was "fixed" for cataract surgery; and there was no back-up lens. The patient was sent home aphakic. In a follow-up, the surgeon reported that an uneventful surgery was completed the next day.